Event description:
The surgeon drilled the proximal screw hole without remove guide wire (cat.#1806-0083) from nail. The surgeon found that the drill was broken (about 4-5mm) and could not remove from nail.the surgeon thought that when he remove this nail he would be able to remove broken piece of drill with the nail, so he did not try to remove the broken piece.